Manufacturer narrative:
(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary: the device was received for evaluation. Visual inspection under magnification confirms that the proximal end of the anchor has cracked and broken off. The broken piece has not been returned for evaluation. Off angle insertion or the use of excessive force historically can cause the anchors to crack. There were no anomalies observed on the suture or the inserter. No further information regarding the cause of the defect has been provided to help determine a root cause for this failure. This complaint can be confirmed. No nonconformances were identified for this part number, lot number combination. Review conducted per qlik query executed on (B)(6) 2019. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that during the arthroscopic labral repair of shoulder joint procedure, when insert the gryphon t br ds anch w/oc, the devices were broken off. Two of them remained in the patient, one broken part was removed from patient as the photo shows. Another device was used to complete the surgery. As the material is bio,there were no adverse consequences to the patient. The surgery time was not delayed. No additional information could be provided.